Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 75% stenotic. The physician attempted to direct stent the lesion with a taxus express2 2.5x24mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then predilated the lesion with a 2.5x15mm quantum balloon at 10 atms for 20 seconds. After predilation the physician attempted to reach the lesion with the same taxus express2 2.5x24mm drug eluting stent. However, the taxus stent again was unable to cross the lesion. Upon removal of the taxus stent from the pt's body, stent damage was noticed. The procedure was successfully completed with another taxus express2 2.5x24mm drug eluting stent at 12 atms for 20 seconds. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."